Event description:
It was reported that a single day infusor had a particle inside its reservoir. This was observed after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 12, 2014 to august 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a white particle approximately 2.33mm in length, floating in the fluid of the reservoir. The particle was identified to be silicone rubber material via fourier transform infrared spectroscopy spectrophotometer scanning. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.